Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient noticed a white object sticking out of the device incision site and that the area over the site was getting red and sore. The patient removed the object and when they pressed on the area a "small odorless, white drainage came out". The area was then washed with warm water. It was also reported that during a follow-up call to the patient a week later, the patient claimed that all was clear, no pain, drainage, or any other problems. The device is still in use. There were no further patient complications reported as a result of this event.